Event description:
The customer reported via phone call that she had issues with air bubbles in the reservoir for the past month. Customer's blood glucose was 322 mg/dl at the time of the incident and her current blood glucose was 115 mg/dl. Customer stated that when her blood glucose reached 499 mg/dl, she started to feel flu-like symptoms. Customer has noticed air bubbles each time she had high blood glucose this past month. Customer does not wish to disconnect for extended periods and change her sets. Customer did not want to troubleshoot. Customer was advised to contact her physician. Customer treated with syringes with rapid acting insulin. Customer stated that she would start leaving insulin out to ensure that it is at room temperature.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.